Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The biomedical engineer stated that the nurse found her patient not breathing and the monitor was showing spo2 saturation of 44 but it was not alarming. The patient required oxygenation therapy.